Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was had motor error. Customer¿s blood glucose was unknown. Customer stated that insulin delivery had temporarily stopped to ensure your safety and customer was not able to rewind the insulin pump. Insulin pump will be returned for analysis.